Manufacturer narrative:
The reported events of a helix mechanism issue, loss of capture, and "threshold and r wave was on the higher side" were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray examination of the lead found severely overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. Electrical testing performed found an indication of an internal short due to the inner coil shorted against the inside of the connector ring caused by over-torque of the inner coil. The cause of the reported events were isolated to the helix clogged with dried blood/tissue and overtorqued of the inner coil.

Event description:
New information noted that the lead exhibited failure to capture.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an implant procedure. The right ventricular lead helix did not extend during device testing prior to placing lead in patient and lead's capture threshold and r wave parameters were high. Lead was exchanged for one with functional helix and was successfully implanted. Patient was in stable condition.